Event description:
Gave pt flu injection, went to pull the needle out of the patient's left arm and the metal needle came apart from the plastic hub leaving the metal needle in the patient's arm. The needle was pulled out of the patient with no injury to the patient.

Event description:
Gave pt flu injection, went to pull the needle out of the patient's left arm and the metal needle came apart from the plastic hub leaving the metal needle in the patient's arm. The needle was pulled out of the patient with no injury to the patient.